Event description:
As a consumer, I recently purchased an oxygen concentrator for my personal medical needs. However, during the course of using it, I discovered significant compliance issues with the product, which has left me deeply concerned. Firstly, the oxygen concentrator I purchased did not come with any certifications or test reports. The purchase link is: https://www.amazon.com/dp/b0crp8z36c. After carefully reviewing relevant information, I have confirmed that this is not a compliant product and has not obtained certification from the u.s. Food and drug administration (FDA). As a medical respiratory device, the lack of certification poses a significant threat to consumer rights and safety. Secondly, I couldn't find the 510(k) code for this oxygen concentrator on relevant websites. The 510(k) code is an important basis for the FDA's evaluation of the safety and effectiveness of medical devices. The absence of this code raises serious doubts about the compliance and safety of the product. Using a medical respiratory device without proper certification not only risks failing to achieve the intended therapeutic effects but also poses potential threats to my health. Therefore, after consulting with my doctor, I have decided to return this oxygen concentrator. I kindly request the FDA to investigate this matter and strengthen the regulation of medical devices in the market. Additionally, I also hope that the FDA can provide more public information regarding medical device certifications and 510(k) codes, enabling consumers to have better understanding of product compliance and safety. As an ordinary consumer, I am well aware of the crucial responsibility the FDA holds in safeguarding public health. I believe that with your efforts, medical devices in the market will become safer and more compliant, and consumer rights will be better protected.